Event description:
Event verbatim [preferred term]. She noticed a "big hard lump" on her foot. [Neoplasm], the fluid may have not been absorbed by her body [device issue], narrative: this is a spontaneous report received from a contactable reporter(s) (consumer or other non hcp) from medical information team and product quality group. A female patient received absorbable gelatin (gelfoam). The patient's relevant medical history included: "procedure" (unspecified if ongoing), notes: she had a procedure on here foot where gelfoam sponge was inserted. The patient's concomitant medications were not reported. The following information was reported: neoplasm (non-serious), outcome "unknown", described as "she noticed a "big hard lump" on her foot."; device issue (non-serious), outcome "unknown", described as "the fluid may have not been absorbed by her body". The action taken for absorbable gelatin was unknown. Additional information: caller stated that she had a procedure on here foot where gelfoam sponge was inserted in order to collect fluid on her foot and it has been 3 weeks since the procedure. She noticed a "big hard lump" on her foot. She said that the fluid may have not been absorbed by her body.

Event description:
Event verbatim [preferred term]: she noticed a "big hard lump" on her foot. [Neoplasm], the fluid may have not been absorbed by her body [device issue], , narrative: this is a spontaneous report received from a contactable reporter(s) (consumer or other non hcp) from medical information team and product quality group. A female patient received absorbable gelatin (gelfoam). The patient's relevant medical history included: "procedure" (unspecified if ongoing), notes: she had a procedure on here foot where gelfoam sponge was inserted. The patient's concomitant medications were not reported. The following information was reported: neoplasm (non-serious), outcome "unknown", described as "she noticed a "big hard lump" on her foot."; device issue (non-serious), outcome "unknown", described as "the fluid may have not been absorbed by her body". The action taken for absorbable gelatin was unknown. Additional information: caller stated that she had a procedure on here foot where gelfoam sponge was inserted in order to collect fluid on her foot and it has been 3 weeks since the procedure. She noticed a "big hard lump" on her foot. She said that the fluid may have not been absorbed by her body. Product quality group provided investigational results on [08feb2023] for [absorbable gelatin]: summary of investigation: the investigation included a review of all complaints with product category 'delivery system' and classification 'does not operate as indicated' within the last 36 months. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation. The trend report was expanded to eight years to capture five data points, no trends were identified. No confirmed or process related complaints, or any issues related to the reported complaint were identified. A review of aprr for the products and timeframe in scope did not find any issue relating to the reported complaint. No complaint samples or photographs were received for evaluation. The complaint is not confirmed. After review by the medical device team, it was noted that at the time of the submitted complaint, the patient stated that it has been 3 weeks since the procedure. Per the ifus, gelfoam medical devices typically absorb within 4 to 6 weeks and based on other clinical factors or patient medical history, the absorption time by the body can be longer. Conclusion: the complaint for 'does not operate as indicated' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer (site name withheld) within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. The trend report was expanded to eight years to capture 5 data points as a result of investigation. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Follow-up (08feb2023): this is a follow-up report from product quality group providing investigation results. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Product quality group provided investigational results on [08feb2023] for [absorbable gelatin]: summary of investigation: the investigation included a review of all complaints with product category 'delivery system' and classification 'does not operate as indicated' within the last 36 months. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation. The trend report was expanded to eight years to capture five data points, no trends were identified. No confirmed or process related complaints, or any issues related to the reported complaint were identified. A review of aprr for the products and timeframe in scope did not find any issue relating to the reported complaint. No complaint samples or photographs were received for evaluation. The complaint is not confirmed. After review by the medical device team, it was noted that at the time of the submitted complaint, the patient stated that it has been 3 weeks since the procedure. Per the ifus, gelfoam medical devices typically absorb within 4 to 6 weeks and based on other clinical factors or patient medical history, the absorption time by the body can be longer. Conclusion: the complaint for 'does not operate as indicated' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer (site name withheld) within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. The trend report was expanded to eight years to capture 5 data points as a result of investigation. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.